Manufacturer narrative:
This report is submitted on sept 10, 2019.

Event description:
Per the clinic, the device was explanted for an unspecified reason. It is unknown if the patient has been re-implanted with another device.